Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report losing cycles on a homechoice (hc) machine during use. The registered nurse (rn) called in for the home patient (hp) who stated he had been losing cycles while in therapy. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The problem is confirmed in the event history log. The assignable cause of the problem is undetermined. A review of the devices logs revealed extended drain times during therapy. The device passed the homechoice rite electrical test and the homechoice rite functional test. The cycler remote toolbox (crt) software did not reveal any problems with the device pneumatic system. A simulated therapy was performed with no problems. An external/internal inspection was conducted with no problems. The device was sent to servicing.